Event description:
It was reported that a yukon polyaxial screw tulip disengaged post-operatively at t1. Revision surgery is not scheduled at this time.

Manufacturer narrative:
Corrected data: b5. Has been updated to reflect that this was found during inspection and there was no patient involvement. Visual inspection: the device was inspected, and it was observed that the pin and spring components were not intact in the assembly; so the tulip head, shaft, and anvil were free floating. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. As the implant was found disassembled, it is unclear when or how the failure occurred. As a result, the reported failure mode was confirmed, but no root cause for the issue was identified.

Event description:
It was reported that during inspection, a yukon polyaxial screw tulip was observed to be 'disengaged'. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.